Manufacturer narrative:
No button error alarm noted. However, act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to button keypad anomaly. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer had symptoms such as light headache and treated with insulin pump customer's blood glucose value was 276 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles site or insulin issues. The device settings were correct. Customer also reported to have received a button error alarm and confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.